Event description:
The customer reported that the equipment did not alarm when saturation fell below the alarm limit. A nursing mother noticed that her baby turned blue. The nurse reported that the alarm was set at 85% and the neonate's spo2 fell to 40%. There was no treatment or patient harm.